Manufacturer narrative:
H3/h6: one pump was returned for analysis. Functional and visual tests were performed, but the reported issue was not duplicated. Service history identified the complaint was not related to a previous service of the device within the review period. The cause of the reported issue was not determined as no issue was identified through testing. However, confirmed that lec 1270 was displayed during the self-check. This error occurs when a ¿battery low¿ alarm is triggered unexpectedly and the device then shuts down. To solve it, the program was reset and re-installed. The device passed all functional tests with no problem after the repair was completed.

Event description:
It was stated that an error 1270 displayed. There were patient involvement and no patient harmed reported. Evaluation of the returned device couldn't be replicate the reported issue.